Event description:
The tubing manifold package was opened (not onto the field) and a piece of hair was found inside the package. There was no pt contact, no pt injury. There was a surgery delay of 10 mins.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation 8/28/2015. The investigation included: method: -DHR review, -complaint trend, -visual inspection. Results: device history record (DHR) of manufacturing lot 1144538 of cusa, 36 hz manifold tubing set, was reviewed. No anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. No similar complaints related to ¿hair found in tubing¿ have been reported for this lot 1144538. After reviewing the complaint system since 2013, only this complaint related to foreign material (hair) has been reported in cusa manifold tubing family. One (1) unit from catalog c3601, cusa manifold tubing set corresponding to fg lot # 1144538 was received for evaluation on 07/15/15. Returned unit was not received in the original package. The reported condition described as ¿piece of hair¿ was not visible in the returned unit. It is possible that the ¿piece of hair¿ claimed to be present in the returned unit, may have been removed during the decontamination process. However, based on the information provided by the reporting facility ((B)(6)) included a picture of the reported condition, the ¿piece of hair¿ was observed (confirmed) on the complaint unit. Conclusion: even though the reported condition described as ¿piece of hair¿ was not visible in the returned unit, it is possible to confirm it in view of the picture provided by the complaint originator and the handling of the unit.